Event description:
Per singapore health sciences authority report: "subject underwent left eye ahmed glaucoma implant surgery on (B)(6) 2019 as planned. During post- operative visits, the tube was noted to be well positioned in mid anterior chamber with approximately 1.5-1.9mm long in the anterior chamber. Number of endothelial cell count of the left eye was observed to drop gradually from year 1 to year 3.5 visit as compared to preoperative visit, but this was not clinically significant. Prior to this, no intervention was done as subject's cornea was clear, visual acuity has been stable, and intraocular pressure was in good control with glaucoma eye drops. However, it was noted that the endothelial cell count has dropped further during the year 4 visit, which may be due to the anterior position in the anterior chamber, coupled with possible left decubitus position during sleep and eye rubbing which the patient has already tried his best to avoid. No other changes were noted on subject's ocular conditions. Hence the decision to perform tube revision, repositioning in the operating theatre scheduled on (B)(6) 2023."

Manufacturer narrative:
No issues were observed from the review of the device history record for the lot reported. The product was manufactured, tested, and released in compliance with our manufacturing procedures. The affected device is currently implanted and could not be received for evaluation. The issue reported describes a known complication of glaucoma drainage devices that relate to the surgeon leaving the tube too long in the anterior chamber or inserting the tube at an angle that leads to abutting of the corneal endothelium, which can then lead to loss of corneal endothelial cells. Leaving the tube too long or inserting at an angle that leads to touch with corneal endothelium are not in line with the IFU and would be an anticipated complication from not following the IFU. This is not a shortcoming of the device or an event caused by improper functioning of the device. Additionally, it was found that the patient had a decubitus position on the same side as the affected eye as well as eye rubbing which may exacerbate the complication. Currently, there are no plans to explant the device, however in the event that it is explanted and returned for evaluation, an addendum will be filed.